Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that while troubleshooting for sensor signal not found, she had a low blood glucose of 49mg/dl. Customer stated that her transmitter wasn't working right. Patient's current blood glucose was 137mg/dl. Patient has treated with food. Based on customer report proceeding in troubleshooting the customer was alleging possible pump over delivery. The customer treated low blood glucose by drinking orange juice. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.